Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he visited emergency room on (B)(6) 2019 due to a high blood glucose level of 500 mg/dl. The customer was assisted in troubleshooting for high blood glucose. The customer's other blood glucose level was 400 mg/dl. The customer was not alleging the insulin pump for under delivery. The customer was treated with insulin pump for his high blood glucose. The insulin pump will not be returned for analysis.